Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that the pacemaker went into back up vvi mode. Programming changes were made. The patient was stable.